Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening heart failure, as listed in the mitraclip system instructions for use (IFU) potential complications and adverse events section, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This report is filed because the patient was hospitalized for congestive heart failure (chf) approximately 3 years post mitraclip implantation. It was reported that, on (B)(6) 2012, one mitraclip was implanted in the patient with functional mitral regurgitation (mr) reducing the mr from grade 4+ to 2+. On (B)(6) 2015, the patient was hospitalized for congestive heart failure (chf). The study physician did not provide an assessment of the relationship of the device to the chf. There was no additional information provided.